Event description:
It was reported that during surgery was noticed that the screwdriver release handle is bent. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned screwdriver release handle confirms the tip of the device is bent. The device exhibits signs of significant use and wear. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.